Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that she underwent a hernia repair procedure in 2011 and mesh was implanted. She experienced pain. The patient states that she developed a recurrent hernia with adhesions to the bowel and required additional surgery to repair the defect. The symtoms subsided after the surgery.

Manufacturer narrative:
(B)(4).